Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) and a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer was following the prompts on the pump and filling with 200 units of insulin at the appropriate time when performing the load sequence. A new cartridge was loaded to address the alarms. Blood glucose levels ranged between 300-425 mg/dl.